Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. Prior to the tag procedure, the patient underwent surgical repair of an abdominal aortic aneurysm along with an axillary-axillary bypass. During this procedure, blood loss was greater than 1 liter. The tag procedure began whereby a 7fr sheath was advanced into the left subclavian artery and an occlusion balloon catheter was inserted through the 7fr sheath. The left subclavian artery was temporarily occluded during the tag procedure by the balloon. Next, the physician attempted to advance the introducer sheath for the tag implantation, but was having difficulty advancing from both the left and right side. The physician repeatedly inserted and retracted the sheath. Finally, the physician was able to advance the sheath from the right side and a tag device (tg3415) was implanted. However, the tag device (tg3415) moved distally after deployment. The physician then implanted another tag device at the proximal side. For the touch-up balloon, a lock balloon catheter (tokai medical) was used. It was reported that the physician inflated the balloon strongly. No endoleak was seen on final angiography and the procedure ended. On the same day, it was found that the patient developed a serious cerebral infarct. On (B)(6) 2009, the patient expired in the hospital due to the cerebral infarct. The physician commented that the possible causes of the cerebral infarct may have been the blood loss during the surgical repair prior to the tag procedure, the occlusion balloon placed in the lsa or the strong touch up ballooning might have released emboli into a cerebral artery.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.